Manufacturer narrative:
The following devices were also listed in this report: c-taper cocr lfit head 26mm/0; cat# 06-2600; lot# 400e8m; secur-fit max 132 hip stem #10; cat# 6051-1035s; lot# 5y2k7k. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of patient's right hip due to infection (rep is unaware if infection was clinically confirmed). Patient was revised to stryker implants.